Manufacturer narrative:
The reported field event of sensing anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.

Event description:
New information received notes that programming changes were made. Further information received that the device was explanted and replaced.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited oversensing. No intervention was done. The patient status was unknown.